Event description:
It was reported that a spectrum pump shut down during therapy at the emergency department (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'improper shut down error during drug administration' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6, h10: the device was received for evaluation. During functional testing, 'improper shutdown' was not reproduced. A review of the event history log revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the corrosion and contamination on the battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.